Event description:
The report received via the super sl study indicated that the patient had in-stent restenosis treated by pta and stent placement approximately eleven months after the implant of two 6 x 120 smart stents in the proximal left sfa. 24 hours prior to the initial implant procedure, the patient was given 100mg of aspirin. Access method was precutaneous and the puncture site was contralateral. For pre-dilatation a submarine/invatec balloon (4x120mm) was used. After that, the two smart stents were placed in the left sfa. For post-dilatation, a submarine (4x120mm) balloon was used. The vessel anatomy at the lesion site was straight and the type of lesion was de novo. Total lesion length was 210mm of which 150mm was occluded. The lesion was calcified and eccentric. Percentage stenosis after stent placement and post-dilatation was 20%. General comment: good result with some extension of the stents into healthy segments of the sfa. Medication at discharge: aspirin and clopidogrel. The in-stent restenosis was noted to be resolved after treatment. Additional information has been requested, but has not yet been forthcoming. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.